Event description:
It was reported that, "exchanged the bumper. No x-rays or op notes available."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.